Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned for evaluation. A visual inspection was performed and showed defects to the outer case. The door flap is broken and a bad odor was reported. The functional inspection found that the device could not maintain pressure, establishing a relationship between the device and the reported event. The root causes identified as a defective vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during service evaluation, the renasys go pump was unable of generate and control negative pressure, due to defective motor. As this was noticed during service repair, no patient involvement.